Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that implantable cardiac monitor exhibited a false pause episode due to undersensing. It was suspected that the episode was a result of poor electrode contact in the pocket. The patient was seen in clinic on (B)(6) 2018 and the device was reprogrammed and the issue was resolved. The patient was stable before and after programming, with no symptoms reported during the episode. The patient would continue to be monitored.